Event description:
Medtronic/aveir pacemaker lsp112v (sn: (B)(6)) stopped working and my wife passed away. Emt personal showed no sign of a pacemaker when can they responded and ran an EKG. Also, my wife had been scheduled to have a pacemaker with leads implanted twice but was rescheduled both times. I do have the pacemaker. I believe, medtronic's should be held responsible. Medtronic is the company that serviced the pacemaker in the cardiologist office as far as checking battery live and setting the control of the pacemaker.